Event description:
The customer reported 4 incidents of air in blood alarms followed by the pt's becoming symptomatic. Three incidents were on a phoenix machine, (refer to this report MDR 9616240-2007-00017, and MDR 9616240-2007-00018) and one on phoenix (refer to MDR 9616240-2007-00019). Approx 25 minutes into a pt's treatment, the machine had multiple air in blood alarms. Approx 15 minutes later, the pt complained of shortness of breath and had coughing. The pt's oxygen saturation was 92%. The treatment was stopped; the pt was placed on the left side and was given 5 liters of oxygen.